Event description:
It was reported that during a coronary stent treatment procedure, deflation difficulties were encountered. The express2 monorial catheter was successfully placed into a lesion in the proximal rca. The balloon was inflated to 16 atms to deploy the stent at the lesion site, but then would not deflate. The physician inflated the balloon to 26 atms in order to intentionally rupture the balloon for removal. (Rate burst pressure is 16 atms.) The patient was asymptomatic during this event and no patient injuires were reported.